Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rate non-sustained episodes and noise which caused pacing inhibition. In addition, oversensing was observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.